Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer replaced the pyxibus module board; however, upon boot-up, no lights were observed on the new board. The station was powered off, and the drawer controller board was tested, revealing a failure in the drawer controller for position 3.1. Both the drawer controller board and the pyxibus module board were subsequently replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer that would not open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, but the user managed to retrieve the medication from pharmacy or another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that would not open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, but the user managed to retrieve the medication from pharmacy or another station. However, there were no adverse events or injuries reported based on this event.